Event description:
During an atrial fibrillation ablation procedure, the catheter broke during insertion through the sheath; internal wires were exposed. The catheter was exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. Bends in multiple locations throughout the catheter shaft and spiral loop as well as a tear in the spiral loop/shaft transition were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear at the spiral loop transition remains unknown.